Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint reports the tip of the subtrochanteric driver shaft broke off inside of the screw that was being removed. Per email communication, there were no fragments left in the patient and no patient injury. It was further reported that no additional information will be provided. Therefore, based on the provided information, no further assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient was scheduled to have the subtroch lag screw explanted from an intertan originally done (B)(6) 2015. The fracture was healed at this time. The surgeon had difficulty removing the screw and the subtrochanteric driver shaft item 71674068 threaded tip broke off inside of the screw that was removed. No fragments were left in the patient. The surgeon was also attempting to remove the intertan nail, but was not able to remove the nail. The surgeon used a powered cutting wheel to remove some of the proximal intertan nail that was about 15mm proud, prodruding from the patient¿s greater trochanter.